Manufacturer narrative:
Product evaluation: the occurrence of an extended charge time was confirmed by reviewing the device image. The hv capacitors were sent to the manufacturer for analysis, and concluded the cause of the reported field event was due to a capacitor anomaly.

Event description:
The patient felt the vibratory alarm and was seen for a follow-up. Upon interrogation, it was found that the charge time limit had been reached. Manual capacitor maintenance was performed, and the charge time was adjusted to 8.6 seconds, which was acceptable. The device was explanted and replaced without further consequence to the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient felt the vibratory alarm and was seen for a follow-up. Upon interrogation, it was found that the charge time limit had been reached. Manual capacitor maintenance was performed, and the charge time was adjusted to 8.6 seconds, which was acceptable. Additional information was requested but was not received.